Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The inflation issue and leak were confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported inflation issue was confirmed due to the leak. The investigation was unable to determine a conclusive cause for the leak.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal tibial artery with moderate calcification and 95% stenosis. A 2x40mm armada 14 percutaneous transluminal angioplasty (pta) catheter was unpacked and prepped per the instructions for use (IFU) and no damage was noted. The armada was advanced toward the target lesion and successfully crossed. A non-abbott inflation device was connected to the armada hub and an attempt was made to inflate the device; however, it was noted under fluoroscopy that the balloon completely failed to inflate. It was also noted that the inflation device decreased in pressure. A leak was noted 2-3cm below the hub in the shaft of the armada. The device was removed and a new armada 14 was used to successfully complete the procedure. No additional information was provided.